Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 23 mg/dl. Customer's friend noticed he was not coherent. Customer stated that he was getting false readings from the insulin pump as it read 300 to 400 mg/dl but customer was low. Customer was treated orange juice and the following morning customer woke up with a blood glucose of 600 mg/dl. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed for the low blood glucose and no anomalies were noted. The insulin pump will not be returned for analysis.